Event description:
Per communication from nurse clinical educator (B)(6): patient reportedly experienced a high-pressure alarm requiring a trip to the hospital. The patients md office reached out tow over concerned that the patient had a high-pressure event with both pumps and two cassettes and two tubing. She was never off her infusion but did have to keep restarting it at the hospital. She was administered tissue plasminogen activator (tpa) which cleared the line, and she was discharged home without further event. Currently the line is working with no high-pressure alarms. We only became aware of this because the md reached out about possible infusion rate changes as a patient has had two high-pressure alarm events in the past six months. No further details provided. Product lot number and expiration date were systematically retrieved from the dispensing system. Unk dates or length of stay for the hospitalization. Reported to (B)(6) by health professional.